Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to crossover of the cylinders. The cylinders were repositioned and the reservoir was replaced due to unknown reason. No information about the patient's outcome was provided. Additional information received. The reservoir was removed because it had herniated out of original location, the reservoir tubing was too short. There was no malfunction of the device. The patient had a good outcome.